Event description:
Nurse accessed implanted port for chemotherapy treatment. During flushing, the patient stated, "oh it's running out!" And saline was observed on the patient's chest. The nurse wiped the area off and flushed the port again, only to have the same thing happen. The port was then de-accessed. The port was re-accessed with a new needle (different lot number) and no problems were noted.